Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d10; g4; g7; h1; h2; h3; h6. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned device found signs of repeated use. Dimensional analysis determined that the product, where measured, was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The device wouldn't assemble with the definitive implant, the device doesn't close properly.